Event description:
During surgery, the physician noticed that the pt's head had moved out of the mayfield headrest with the forehead resting on the clamp. The clamp was immediately removed and the head was supported by a horseshoe headrest for the remainder of the operation. Postoperative examination revealed two 1 inch scalp lacerations, that required suturing, on the left side of the head.